Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found that the when the operator refilled the water bottle, they did not re-connect the water bottle properly to the instrument. The cse instructed how to properly connect the water bottle. The cause of the falsely elevated human chorionic gonadotropin results was due user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same immulite 2000 xpi instrument, resulting lower. The repeat results were not reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated human chorionic gonadotropin results.